Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infections and skin overgrowth at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported) and has undergone multiple procedures to excise the excess skin (dates not reported). Clinical management of the patient is ongoing. The implanted device remains.